Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire did not separate inside the handle however, the drive wire was not visible in the component attachment indicating the hook has broken at the distal end of the drive wire. The clip was removed and the component attachment remains attached to the clip housing. Therefore the broken portion of the hook is confined within the clip housing. Therefore all device pieces are accounted for. The device wire has been pulled up out of the handle and is bowed in this area. There is evidence of a tool used on the device wire due to the damage on the plastic handle in this area. The outer grey sheath has moved 16.2cm from the distal end of the handle. The sheath is bunched up in this area, likely due to excessive force applied during use. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of drive wire breakage. The product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
During a procedure to treat a post polypectomy site, a cook instinct endoscopic hemoclip was used. The clip was attached to the tissue site. The physician pushed [the handle] to deploy and the clip would not deploy. The clip was able to be reopened for removal from the clipping site. Another clip was used to complete the procedure. Our lab eval of the returned device confirmed the hook at the distal end of the drive wire is broken. No section of the broken portion is missing. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.